Event description:
The same day followiing a superdimension bronchus system (sdbs) guided bronchoscopy procedure mild pneumothorax was diagnosed. The pt required no intervention and recovered after 8 days.